Manufacturer narrative:
(B)(4). The reported check your position alarm was not confirmed and the cause was undetermined due to lack of a sample. The lot number is unknown therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting with a home patient (hp) for a check your position alarm the technical service representative (tsr) discovered that there was air in the patient line during fill 1 of 4. The tsr assisted the hp to end therapy. The tsr explained to the hp to check the patient line for air bubbles before connecting. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated, she did not know what may have caused air to enter the lines. The cg advised that the hp was able to resume therapy successfully with new supplies. Per the cg, the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.